Event description:
It was reported that last winter the patient fell on some ice and went to the iu medical center where x-rays were performed. When the patient fell they grabbed their back and it ¿felt like it was ripping¿. They noted that only 1 of their 4 leads was working after the fall. It was later noted that on (B)(6) 2014 x-rays revealed that the patient¿s cervical and thoracic leads had migrated. The patient¿s health care provider (hcp) plans to replace all four quad leads, replace the battery and add another battery. The original battery is being replaced because it is expected to deplete in july of 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0114059v, product type: lead; product ID 3487a-33, lot# j0110879v, product type: lead; product ID 3487a-33, lot# v009631, implanted: (B)(6) 2006, product type: lead; product ID 3487a-33, lot# v009631, implanted: (B)(6) 2006, product type: lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 355029, lot# n057229, implanted: (B)(6) 2006, product type: accessory; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).